Event description:
During service by baxter, the infusion pump failed the accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary:the failed accuracy test was confirmed. Inspection of the device found that the pump head module was underinfusing and that the failed accuracy test was caused by a faulty pump head module. The pump head module was replaced.